Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discontinued order showed as active. A technical support specialist made several attempts to contact the user regarding their open support case. However, since there was no response or further inquiries received from their end, tse was unable to proceed with the case resolution.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had a discontinued order stayed on patient profile as active order. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.